Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported the dressing was dirty. Additional information was received updating the total quantity of affected products as being four. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review performed on (B)(6)2018 , for the affected lot number 7f01755. The affected lot number was manufactured following the applicable procedures, all the testing scheme comply with the applicable documentation, the line clearance was executed per standard operating procedures and the and the results were documented. The material complies with the bill of materials (bom), process instructions (pi), packaging and labeling (pl), design specification (ds), testing method (tm), material specification (mt), and other procedures were revised, and the results are satisfactory. There are photographs associated with this case and no unused return sample was expected. Based in the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: embedded spots - allowable for chemical manufacturing and control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. High temperature at mixer 06 may cause mass burned. Residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process . Corrective / preventive actions will be taken for each factor identified and will be covered through corrective action / preventive actions form. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.